Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products: item# 24-6550, lot# 012720c; 50mm rt standard mand, item# 24-6551, lot# 017810d; 50mm lft standard mand, item# 24-6562, lot# 069770d; tmj sm rt fossa comp, item# 24-6563, lot# 024230b; tmj sm lft fossa comp. G2: consumer: patient . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a bilateral tmj procedure. Subsequently, the patient is now experiencing pain, difficulty chewing, and has difficulty opening the mouth. The patient also now has an overbite, impaired speech, numbness on both sides of her head, the lower lip, and right side of the face. When the patient can chew, there is a squeaking noise coming from the implants. The patient¿s jaw clenching has also worsened since the procedure. There has been no reported intervention to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, h10 and h11. Correction is in section h6: health effect: impact code.

Event description:
No further event information is available at the time of this report.